Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of aerococcus urinae as micrococcus lylae when using phoenix panel (catalog # 448008) batch # 2333610. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. Batch 2333610 was not available at the time of investigation and a comparable batch was used. The customer returned isolates were not viable and did not grow and were not used in investigation testing. To investigate, two retention panels each from the comparable batch was tested using in house isolates a. Urinae pos 1569 and a. Urinae pos 1570 on a phoenix m50 and evaluated for identification results. All four panels identified as a. Urinae, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed five additional complaints on the complaint batch, three of which are related to this defect but unconfirmed.

Event description:
It was reported when using the bd phoenix¿ pmic/ID-107 a patient isolate was misidentified as a. Urinae the corrected result being m. Lylae. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538 and k082852. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ pmic/ID-107 a patient isolate was misidentified as a. Urinae the corrected result being m. Lylae. No health impact or consequence reported.